Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "swelling", "fluid extravasation". "Free fluid", "firmness", "tingling", "pain".

Event description:
Healthcare professional reported for left side "rupture", "swelling", "fluid extravasation". "Free fluid", "firmness", "tingling", "pain". Device has been explanted and replaced.

Event description:
Healthcare professional reported for left side "rupture", "swelling", "fluid extravasation". "Free fluid", "firmness", "tingling", "pain". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, around 0-25% of the shell is missing, flat creases. A microscopic analysis was performed which identified; broken shell with striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive.